Event description:
The customer reported that insulin was delivering during manual before the piston reaches the back of reservoir. The customer reported being treated with manual daily injections for a month. Troubleshooting was performed. Ran a displacement test and the device failed the test twice. The customer stated that the insulin pump was dripped. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.